Event description:
A customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level, as the battery issue did not lead to a pump shutdown. The customer chose not to pursue further troubleshooting at this time but indicated they would call back if the issue continued.